Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation , it was noted that the implantable cardioverter defibrillator was discovered in back up operations due to poor telemetry with transmitter. The device was restored successfully. Patient was stable.